Manufacturer narrative:
Product has not yet been received by MFR for eval, therefore, the investigation report is incomplete at this time. A f/u investigation report will be sent when info becomes available.

Event description:
The event is reported as: the clips fall out of the applier. No injuries reported.